Manufacturer narrative:
Results evaluation codes (other): this report is being investigated. Upon completion of the investigation a follow-up report will be submitted. Although the pt's outcome was death, the hosptial does not feel that our device was the cause.